Event description:
While attempting to defibrillate a pt the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.